Event description:
Additional information received reported that the patient had not found a doctor as of (B)(6) 2014. The patient was waiting for their vehicle to be working again. The patient had called one doctor but was not able to get an appointment. The patient was given another doctor to call but if still unable to get an appointment was advised to call the manufacturer back.

Event description:
It was reported the patient¿s wires broke a while back. No symptoms, intervention or outcome were reported. Additional follow up is being conducted to obtain this information. Should additional information become available a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3 7754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).